Manufacturer narrative:
The customer indicated that the device was discarded.

Event description:
The customer contact reported a separation; subsequently, blood loss was noted. The extension tubing set was attached to the distal end of an unspecified primary tubing set. After an unspecified length of time, the extensionset "came apart" at the pre-pierced t connetor. The nurse reported the pt experienced "minimal blood loss." The tubing set was replaced and the infusion resumed. There were no reported adverse pt effects. No medical intervention were required. Though requested, no additional information was provided.